Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 (mg/dl). Customer changed pump supplies, used insulin from a new vial, and administered an insulin injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that their bg levels were decreasing.